Event description:
During acl reconstruction a 9mm femoral tunnel was drilled and a 9mm hamstring graft was being inserted in the tunnel. An 8 x 30mm parallel bilok screw was being used for fixation. Screw was being used for fixation. Screw was inserted about 20mm and fractured. The fragmented piece of the screw was removed while the remaining screw stayed in the tunnel. Proper fixation was achieved with the amount of screw that was left and no further fixation was required. There were no improper techniques issues identified. The remainder of the case was finished with no further complications.